Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant during post-operative check it was noted that the right atrial lead had dislodged and dropped into the ventricle. The lead was repositioned successfully on (B)(6) 2016. The patient was asymptomatic and there were no complications during the procedure. The patient was fine post procedure.